Event description:
Pt reported that the exp date, printed on the test strips' outer-packaging, does not match the exp date printed on the strip vial label. Pt's blood glucose was not affected and no treatemnt was rec'd. A request was made for the return of the suspect product and replacement product was shipped.